Event description:
Pt has experienced elevated blood glucose 3 times since changing the type of infusion set used. This began on (B)(6) 2010 and blood glucose elevated as high as 456 mg/dl. The infusion set self-adhesive was wet. Pt changed the infusion set and delivered a correction bolus. Pt changes infusion headset every 1-3 days, infusion tubing every 5 days, and insulin cartridge every 5-6 days. Pt did not experience ketones or lose consciousness. The pt did not require treatment from a health care professional or second party to address the issue. Infusion sets were discarded and are not available for eval. Infusion sets were replaced with a longer cannula.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report. No product will be returned for eval.